Manufacturer narrative:
One hundred percent inspection was instituted to watch for a missing tape event. The cheek pad "melting" root cause could not be determined but it is likely that the cheek pad was exposed to high temperature that could have softened the hydrocolloid material and made it appear to be melting.

Event description:
It was reported that while applying the anchorfast endotracheal tube holder, the respiratory therapist noted that the release liner over the right cheek pad was difficult to remove and that there was no adhesive on the et tube strap. She determined a new anchorfast device was needed. While trying to replace the anchorfast, there was difficulty in removing the right cheek pad which had been in place for about 30 seconds. The cheek pad appeared melted and had to be removed with adhesive remover and a wet washcloth. The device was replaced with no further incident. The hospital was unable to say whether the device had been stored near a heat source.